Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to the bottom two rows of the keypad keys were inoperable. Service evaluation verified the keypad failure. The cause was identified to be the keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the bottom two rows of the keypad keys were determined to be inoperable. There was no patient involvement. No additional information is available.